Event description:
The report from the affiliate indicated that: a pt underwent a procedure to two vessels. A 3.5x18mm cypher was implanted to an ostial and bifurcated lesion in the proximal lad, and a 3.0x18mm cypher was implanted to an ostial and bifurcated lesion in the proximal cx. Thirteen months later, the pt had a focal restenosis in the proximal cx cypher that was treated with poba and the implantation of another cypher stent.